Manufacturer narrative:
The device was received deployed. During investigation of the fluid path, fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for high bg levels and the patient feeling pain while wearing the pod.